Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An aorta extender endoprosthesis, a trunk ipsilateral leg endoprosthesis and two contralateral leg endoprostheses (pxc141400j was implanted in the left limb, pxc161000j was implanted in the right limb) were implanted. On an unknown date, an aneurysm enlargement was observed (amount unknown). On an unknown date, gore® excluder® aaa endoprostheses other than a part of the proximal (aorta extender or trunk) and the distal in the left leg (pxc141400j) was replaced to a graft. Following information was provided on (B)(6) 2022. Cause of aneurysm enlargement is unknown. The aorta extender endoprosthesis, a proximal part of the trunk ipsilateral leg endoprosthesis and a distal part of the pxc141400j remained in the patient body.

Manufacturer narrative:
H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.